Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. This MDR is part of an in-house retrospective review.

Event description:
It was reported that the wire bolts broke at an unknown time post-operatively. It was reported that a revision was done to remove the broken bolts. No further details are known at this time.